Event description:
It was reported upon placing the spyglass 4f pigtail catheter into the left ventricle, a kink was noted under fluoroscopy. The decision was made to remove the catheter. Resistance was encountered when the distal end of the catheter reached the introducer sheath; it was noted the tip of the catheter had detached and a section remained in the pt. The pt underwent surgery, where the catheter tip was found at the distal end of the introducer sheath. The pt was reportedly recovering.